Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. Troubleshooting was performed. The device was rested for five minutes and a new battery was installed. The insulin pump was rewind and then prime, but the motor error alarm persisted. Ran a displacement test and the insulin pump did not pass the tests. No further info was provided.